Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 472 mg/dl. The insulin pump's battery cap was stripped and she was unable to remove it. The customer received failed battery test alarms. The product was not returned. Nothing further to report.